Event description:
Customer's mother reported a hospitalization for high blood glucose. She stated that infusion set had come out during the night and that he woke up with a blood glucose reading of 500 mg/dl. She stated he had diabetic ketoacidosis and was treated at the hospital. He was wearing the insulin pump at the time of the event but it was removed at the hospital. The infusion set was removed and the cannula was not bent. The insulin was not expired. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.